Event description:
It was reported that the physician implanted a helex septal occluder on (B) (6) 2008, to close an atrial septal defect. Following the implant, there was no shunting on color flow doppler and the patient tolerated the procedure well. In the second week of (B) (6) 2010, the patient experienced a transient ischemic attack with arm weakness and aphasia. It was later noted on tee that a thrombus had formed near the left atrial disc. On (B) (6) 2010, the device was explanted in an open cardiovascular procedure and the defect was surgically closed. There was no thrombus found during the explant procedure. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that the device met all pre-release specifications.